Event description:
It was reported that the insulin pump alarmed no delivery during the basal rate delivery. Found that the customer was using an empty reservoir. The customer filled the same reservoir with insulin and the insulin pump alarmed no delivery again during the manual prime. Advised the customer to use a new reservoir. The customer was unable to treat his blood glucose levels and called the paramedics for assistance. The reported blood glucose reading at the time of the call was 451 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.